Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced loss of posterior tibial pulses, and an angiogram was performed which confirmed an occlusion. Treatment consisted of thrombolytic anticoagulation therapies and was successful, with further complications reported.